Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed the leak test after doing etco2 maintenance. No patient involvement.